Event description:
It was reported that "over the weekend" the customer experienced "vomiting", went to emergency room, and was subsequently admitted to the intensive care unit (ICU) for elevated blood glucose (bg) level; however the customer did not provide an exact date. Bg value not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.